Event description:
The customer reported that the system displayed a low milliamp and low kilovolt error messages as well as would not display a live image. No patient injury was reported.

Manufacturer narrative:
The customer declined to have the service representative (fix the system). No further information is available.